Event description:
The uvc was at the 8.5cm mark and it was being pulled back to the 7.5cm mark as per the md order. The catheter broke at the umbilicus where the sutures were located during the process. The md removed the rest of the uvc catheter without complications.